Event description:
1 vt/vf episode on (B)(6) 2024. Egm shows possible noise. Right ventricular lead: short v-v intervals - sic warning ** sensing integrity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).